Event description:
Procedure type: laparoscopic prostate. According to the reporter: the bag broke with blood spraying on surgeons face. A new bag was used. Patient status: ok. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).